Event description:
(B)(6) 2022 - (B)(6) - customer reported into alex lockwood/tidi my name is (B)(6)- I'm a potrero engineer working with our customers. One of our largest hospital accounts is reporting issues with the adhesive on griploks - we don't hear this complaint from other hospitals, so I'm working with them to figure out what may be going on. They give the patients chg baths (chlorhexidine gluconate), and I'm wondering if this may be affecting the adhesive. They are reporting that the white section (pointed at in photo below) is peeling off the substrate. Rcvd and forwarded to ted z/tidi quality do you have any thoughts or advice I can share with them? Alex requested lot #, correct part #, along with more details.

Manufacturer narrative:
Product was not returned for evaluation. Therefore, this report is based on the information provided by the customer. There was no patient or caregiver injury reported as a result of this event. Historical complaint data was reviewed and found seven total complaints for securement devices for adhesive failure in the last 2 years. These devices have a complaint rate of (B)(6) for this type of complaint during that time period. The device history record for this lot could not be reviewed due to no lot information being provided by the customer. Additionally, as a result of an observed recent increase in reportable complaints for securement devices, an internal investigation has been launched (CAPA-(B)(4)). The most likely root cause of failures are due to new users and device training, with a secondary root cause related to the product design with material selection in conjuncture with lack of robust process validation. The customer is a newer user, having used this device for under a year at this facility. It was reported that the patients with which the failures are being observed have edema and that excess moisture may be playing a role in the failure. The product instructions for use (IFU) warns the user to replace the device if soiled or saturated in fluid. As a precaution, the user has been provided with a copy of the product IFU. The customer is also being provided with additional securement options that may better suit their needs. At this time, there is not enough evidence to confirm the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. CAPA has been opened to further investigate these types of complaints. No further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file # (B)(4).